Event description:
A patient called in claiming they received a false positive because they also received a negative curative result on the same day.

Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in drive-thru and dat (curative patient databases) that the patient had two testing appointments linked to their name. The first testing appointment was associated with an oral swab collected at the (B)(6) collection facility on (B)(6) 2020 at 10:03am (barcode # (B)(4)). The patient's second test sample was collected at the same testing site several hours later at 6:26pm (barcode # (B)(4)). The result from the patient's first appointment resulted in a viral CT value of 'infinity' which falls in the negative range. The word 'infinity' as it pertains to negative results means no detection of the virus was found after amplification through pcr after 43 cycles. This result was released to the patient on (B)(6) 2020 at 12:31am. The result from the patient's second appointment resulted in a viral CT value of 34.4 which falls in the positive range. This result was released to the patient on (B)(6) 2020 at 3:22pm. No corrections were made to either test result upon release to the patient. The patient's sample associated with the negative result (barcode # (B)(4)) was located on plate-(B)(4) at position f8. Sample (B)(4) was manually prepared in plating ((B)(4)), extracted using the tecan method (sop (B)(4); filter plate lot number: fg1626), and prepared for qpcr using the integra method and mastermix from batch 46. Moreover, the reagents used to test the patient's sample were in specification, not expired, and passed qc. A cls (clinical laboratory scientist) confirmed all results generated from plate-(B)(4) were permissible for release. The patient's sample was released as negative with a viral CT value of 'infinity'. The patient's test sample associated with the positive result (barcode # (B)(4)) was located on plate-(B)(4) at position a2. While there were no empty wells on plate-(B)(4), sample #(B)(4) was in close proximity to a negative control that had a viral CT value of infinity. In addition, the patient's sample was not neighboring any samples which are positive samples with a viral CT value lower than 25. The patient's sample was neighboring 3 samples. The neighboring well to its left was a negative control with a viral CT value of infinity. The neighboring well to the bottom was a negative sample with a viral CT value of infinity. The neighboring well to the right was a negative sample with a viral CT value of infinity. The word 'infinity' as it pertains to negative results means no detection of the virus can be found after amplification through pcr after 43 cycles. Additionally, it was noted in dat that there was possible contamination to a different sample on the plate. Unlike the patient's sample, this other sample was flagged for repeat testing. Plate-(B)(4) was manually created in plating (sop (B)(4)), extracted using the biomek method (sop (B)(4); reagent lot numbers xxx), and manually prepared for qpcr using a mastermix from batch 39. Moreover, the reagents used to test the patient's sample were in specification, not expired, and passed qc. On (B)(6) 2020, a curative tier 1 agent left a voice message for the patient in order to obtain more information. However, the patient did not return the call to provide more clarity. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation shows a true positive result.